Event description:
A nurse called on behalf of an insulin dependent diabetic. She states that the dex meter reported a "hi" (blood glucose readings greater than 600 mg/dl) while a competitive system gave a result of 187 mg/dl. The readings were taken within mins of each other. On another occasion patient likewise received a "hi" and was going to take additional insulin. The counselor quesitoned the result because patient did not act hypoglycemic. They re-tested on another system (type unknown) and received a result of 187 mg/dl. Additional supplies are being provided to the customer to continue the evaluation and follow-up.